Event description:
It was reported that during the wound check around five to seven days post implant, the right ventricular lead exhibited high pacing thresholds. On (B)(6) 2017, the asymptomatic, non-dependent patient underwent lead extraction procedure. The lead was explanted and a new lead was implanted successfully. The patient was stable before, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.